Event description:
A us distributor returned a monitor indicating that it would not power on.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. Upon evaluation, there was corrosion at the j2005 connector on the auxilliary pca board and tva3 component. The cause of the inability to power on is the corrosion. The root cause of the corrosion could not be positively identified. No adverse event resulted from the contaminated monitor.